Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post left ventricular assist device (lvad) implant, the electrode shock impedances were out of range. The physician suspected that the electrode was cut during the procedure and the plan was to turn tachycardia therapy off. Noise signals were noted on the programmer screen. Boston scientific technical services (ts) was consulted and discussed the noise was likely from the lvad. The field representative stated post x-rays do not show subcutaneous implantable cardioverter defibrillator (s-ICD) or electrode. Ts suggested obtaining x-rays from a different angle. Additional x-rays were taken and the electrode was not able to be visualized. The field representative noted the physician was planning on reviewing the x-rays further, but there has been no further information from the clinic. Therapy was programmed off.